Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j0039971r, implanted: (B)(6) 2000, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
It was reported that the patient had a new pump implanted on (B)(6) 2015 (monday) and was still in the hospital. The was going to be doing some aggressive physical guidelines. It was noted that this was the patient's third pump and it was a miracle. The patient had been having headaches since having the new pump and catheter replacement. The patient normally did not have headaches. The patient inquired if headaches was normal after having pump and catheter replacement. It was also noted that the patient's skin had stretched out due to pump replacement. The pump system was delivering morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Event description:
Additional information reported the patient did not have concerns regarding their device or therapy. The pump had changed their life in a positive way.